Manufacturer narrative:
Occupation is lay user/patient. The meter and test strips were requested for investigation. The customer's meter and test strips were provided for investigation where they were tested using lin 3 controls. Testing results (qc range = 4.1 - 6.8 inr): vial# (B)(4). Qc 1: 5.2 inr, qc 2: 5.2 inr. Vial# (B)(4). Qc 1: 5.2 inr, qc 2: 5.1 inr, qc 3: 5.2 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant back to back inr results with coaguchek xs meter serial number (B)(4). At 11:57 am, the result from the meter was 6.6 inr. At 12:05 pm, the result from the meter was 4.9 inr. The customer's therapeutic range is 2.5-3.0 inr.